Manufacturer narrative:
A ge service representative performed an onsite investigation. The j4 connector on the power cap module assembly pin connector was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of charger failed error. The fse determined the cause of the problem to be the power supply. Fse repaired the power supply connector to resolve the issue. The fse verified system functionality. The power supply is a hardware component that supplies power to the system. It regulates the voltage to an adequate amount, which allows the system pcb's to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Pcb and cable connections transfer power and signals through the system's many components and are crucial to the operation of the system. Most electrical connections are comprised of pin and receptacle contacts. Small micro movements (vibration) between the contact surfaces will slowly wear the plating material increasing the resistance between the contacts. The higher contact resistance leads to electrical system failure. Damaged, corroded, or loose connections can cause a variety of system functionality issues and error messages. Based on age of the system, manufactured before 2004, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.